Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue was found to be a software issue. The system passed a system checkout and was returned to an operational condition. An analysis of the software was performed. This issue is consistent with a known software anomaly, and is being tracked internally by medtronic.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that mid case, the passive planar cad model was no longer showing in the trajectory 1 view. The model was showing in trajectory 2. The representative who was present attempted to step back in the software and exit the application without success. He also attempted to add and hide projections on the instrument without success as well. There was no delay to surgery and no impact on patient outcome. When the surgeon was done with navigation the representative went into admin and changed the crosshair behavior, which resolved the issue.